Manufacturer narrative:
The suspect device was returned to olympus for evaluation. And the customer¿s reported problem was confirmed. The ceramic insulation at the distal tip of the device was found broken off and missing. A portion of the insulation was adhered to inside of the sheath. Also, the inspection noted, the black cap at the proximal end is rattling. The review of the device history records for the affected lot or serial number without showing any non-conformities or deviations regarding the described issue. The device was manufactured according to valid instructions and met all specifications. The investigation is still in progress. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects. Check the function of all devices. And have alternate equipment prior to use.

Event description:
The customer reported to olympus, during transcervical resection surgery the ceramic insulation at the tip of the inner sheath broke off. The sheath was replaced and the intended procedure was completed without delay. No death or injury, and no impact to patient or other has been reported to olympus. The device was inspected prior to use with no abnormalities noted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it¿s likely the damaged ceramic tip was caused by thermal and mechanical induced wear and tear, improper handling, or mechanical overload such as a fall, shock or similar stress. Additionally, it cannot be determined whether the resection sheath had been previously damaged or if the damage on the ceramic insulating insert was caused during the last reprocessing or during last usage. The final root cause of this event was unable to be identified. The following is included in the instructions for use: ¿4 before use warning infection control risk properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ in case of an unknown location of the fragment, appropriate procedures such as x-ray methods or computer tomography can be used for localization and removing if necessary. Olympus will continue to monitor field performance for this device.